Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with corneal abrasions on both eyes (ou) at a 6 week day post-operative exam. The surgery center noted that the left eye had more of irregular epithelium on the left eye (os) than the right eye (od). There was anterior basement membrane dystrophy (abmd) appearance and the sans corrected visual acuity (scva) of od was 20/20, 20/20 for os, and for ou was 20/15. The patient's chief complaint was that there was more blurry vision on the os than the od, some pain, and had sensitivity in the morning more on the os than the od. Hypertonic sodium chloride solution (muro) and frequent pred forte artificial tears substitutions (pfats) was used to treat the corneal abrasions. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.50 x -1.75 x 2, left eye pre-op 20/20 -1.25 x -.50 x 5. Bcva from (B)(6) 2016: right eye post-op 20/20 .50 x -.50 x 50, left eye post-op 20/20 .25 x -.50 x 145.